Event description:
It was reported to the manufacturer by the end user, per the end user, "no witnesses per lydia, states nurses had found the gentleman on the floor.' Upon speaking to the facility it was stated that the head end of the bed was elevated to an upright position. The patient was found with their feet on the bed and their head on the floor. The patient did not sustain any injuries. Complaint# (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.